Event description:
Reporter alleged obtaining on discrepant blood glucose result of 315 mg/dl back to with a result of 101 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.